Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that one of the cassettes kept on throwing an error and the patient could not figure out why. When a different cassette was used, the error was resolved. The customer mentioned that her spouse replaced the filter on the cassette, but that only helped temporarily. There was patient involvement and there was no harm/adverse event.